Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a gi (gastrointestinal) bleed, and a dles (driveline exit site) infection with a new resistance pseudomonas, with power spikes noted in their log file. All parameters returned to baseline level. The patient was treated for the infection with antibiotics. The power spikes were attributed to pump thrombus and the patient was treated with heparin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log files confirmed the report of power elevations. Although a specific cause for these findings could not be conclusively determined through this evaluation, the account attributed the elevated parameters to pump thrombus. The report of suspected pump thrombosis could not be confirmed as there is no product available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The evaluation of the submitted log files revealed elevations in pump power and estimated flow on (B)(6) 2020, reaching values up to 11.0 w and 12.0 lpm, respectively. The heartmate ii lvas IFU, lists device thrombosis, driveline infection, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 entitled also provides details regarding the recommended anticoagulation therapy and inr range. Further, section 6 outlines care instructions in reference to preventing infection, including exit site treatment. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection, including how to care for the driveline and driveline exit site. No further information was provided. The manufacturer is closing the file on this event.